Event description:
The customer reported to olympus, the led on the front panel of the evis exera ii xenon light source was flashing due to the button / lever where the scope goes into, not functioning properly. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the led on the front panel flashing issue could not be duplicated. At the initial turning on of the device, all of the control buttons on the front panel display were functioning normally. Additional findings include the following: the front panel mouth was damaged, the socket slider was worn out causing intermittend use of the high intensity mode, the software version was old and needed to be updated, the igniter and iris cable needed to be upgraded, and the lens base was cracked. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.